Manufacturer narrative:
B3: date of event - estimated as approximately 6 months after the estimated implant date. D6a: implant date - estimated as the year the comment was made as the date of the procedure is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Six months post procedure, the patient experienced a blood clot in their heart. No further patient complications were reported.